Event description:
A healthcare worker complained of skin discoloration and tingling on the hands upon removal of a laod from a completed cycyle. The symptoms resolved within a few hours and no medical attentnon was sought.

Manufacturer narrative:
Evaluation codes, conclusion codes: on 06/08/06, the fse performed a preventative maintenance on the unit and the system met specifications. The fse stated that he found the vaporizer plate was placed incorrectly. The plate was removed, cleaned, and reinstalled.